Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The reported stated that when she went to sleep, her blood glucose was 125 mg/dl. She woke up during the night felt disoriented and confused. She tested her blood glucose and it was 600 mg/dl and the infusion device was displaying an 04 occlusion alarm. A friend called the paramedics and the patient was taken to the emergency room where she was disconnected from her infusion device and given an IV insulin drip. At the hospital her blood glucose value was 801 mg/dl. The patient stated that she reconnected to her infusion device 6 days later and it was operating correctly. The patient stated she expected to be released from the hospital the following day. No product will be returned.